Event description:
It was reported via repair work order that the motion interrupt pan was damaged. It was also reported that the power cord was damaged. It was further reported that the fowler had phantom motion due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.